Event description:
It was reported that the patient's hand held assistant would not turn on; replacing the batteries was tried. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.